Event description:
The sealing is partially open.

Manufacturer narrative:
The returned complainant sample was visually evaluated and the pouch has a partial seal. The product is sealed on the manually operated sealing machine, which indicates the likely root cause as employee error. Appropriate action was taken with the employees directly involved, and a meeting was held to address the severity of the issue. There was no in-house inventory of the subject lot in stock to conduct a visual examination and no add'l complaint of open seals have been rec'd for the subject lot. The defect is readily visible by the user. We will continue to monitor and trend.